Event description:
The customer reported the following incident that took place during a crf as part of the us rfa registry for barrett's esophagus. This pt was prospectively enrolled with a 3cm non dysplastic barrett's esophagus. Following a secondary ablation the pt experienced dysphagia and the pt was subsequently dilated. Pt's symptoms were resolved with no difficulty in swallowing. Per the physician, the severity was mild. The physician also noted that the relationship of the event to the procedure was possible but there was no device malfunction.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.